Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2019-01972, 1627487-2019-01973.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2019-01972, 1627487-2019-01973. Follow up revealed the patient underwent surgical intervention, wherein the ipg was explanted and a different ipg was implanted. The leads were left in situ. It was reported that the patient had effective therapy postoperatively.

Event description:
Device 1 of 3; reference MFR. Report# 1627487-2019-01972, 1627487-2019-01973. It was reported that the patient will undergo surgical intervention on an unknown date, wherein the system will be explanted so that another device may be implanted.